Event description:
¿Direct drive disposable laparoscopic clip applier - (B)(4) would not activate clips during surgical procedure. Reason for use: surgical intervention elc.¿

Manufacturer narrative:
This incident was not reported to applied medical. We located this report on a maude report website; however, the maude report did not contain the hospital name hence we could not request more info or the return of the event sample for our investigation. A device history report of the incident will be conducted and a follow-up report will be sent upn completion of the eval. In accordance to 21 cfr 803.56. If we obtain add¿l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.